Manufacturer narrative:
Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: 6/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted there appeared to be severe central adhesive disease all around the entire mesh, there was a section of small bowel which appeared incorporated into the mesh, the small bowel was lysed off the mesh except for one area where the mesh had to be excised with a partial small bowel resection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.